Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a coronary stenting procedure the device failed to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician predilated the lesion with an unspecified balloon and then advanced the 2.75x38mm promus element stent to the lesion, but was unable to cross. The procedure was completed with another 2.75x38mm promus element stent. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination revealed that the struts on row one were raised and misaligned. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the profiles of the balloon and tip sections that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The outer diameter of the undamaged portion of the stent was measured and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)